Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided and a root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that on (B)(6) 2016, a fax was received from a duoconnect nurse. In the fax the patient's caregiver reported that the patient was hospitalized on (B)(6) 2016 for possible aspiration pneumonia. The patient receives tube feedings at night and was connected to a kangaroo feeding pump, on (B)(6) 2016. The morning of (B)(6) 2016, the caregiver found the patient to be covered in tube feeding, and it was coming out the patient's mouth with respirations. The patient's oxygen saturation was 88 and the patient became lethargic. The patient was taken to the emergency room and was admitted to the hospital. The patient has two stoma sites. The original stoma site is used for feedings only and the new stoma site is the abbvie peg-jejunal tube for duopa only. The patient has not started on duopa yet. Additional information was received on (B)(6) 2016, from a voicemail received on (B)(6) 2016 that the patient was having tube feeding coming up from the mouth in the middle of the night, and was hospitalized for aspiration pneumonia. A call was received from caregiver indicating that on tuesday evening at the hospital, the patient went into full cardiac arrest. The patient was anoxic for ten minutes, and has since been moved. The patient is going to have the ventilator removed to see if the patient can breathe on their own without the ventilator. However, the hospital staff is very much convinced that the patient will likely cease to breathe once the vent is discontinued. Additional information was received on (B)(6) 2016, by voicemail from duo connect that the patient passed away. No additional information was provided.

Manufacturer narrative:
Date of event was previously populated on the initial as (B)(6). The correct date is (B)(6) 2016. The device history record for the lot number, 0202297236, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Date of death (B)(6) 2016.